Manufacturer narrative:
The product has been received for analysis. Upon completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental report will be filed.

Event description:
It was reported that this right ventricular (rv) lead was a case of an attempted implant due to helix issue. The standard turns were 10 to 5 turns, however, a tissue stuck in the helix with a repositioning attempt. This rv lead was replaced with the same model, never in service and will be returned. No adverse patient effects were reported.

Manufacturer narrative:
The product has been received for analysis. Upon completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental report will be filed.

Event description:
It was reported that this right ventricular (rv) lead was a case of an attempted implant due to helix issue. This rv lead was replaced with the same model, never in service and will be returned. No adverse patient effects were reported.

Manufacturer narrative:
The product has been received for analysis. Upon completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental report will be filed. Upon receipt at our post market quality assurance laboratory, the lead was forwarded to detailed analysis for further investigation. It was revealed that the allegations were confirmed, based on the finding of a fractured helix tip. Fracture characteristics were consistent with torsional overload. Moreover, based on the field report and visual inspection noted the helix housing being clogged with dried blood/body fluid.

Event description:
It was reported that this right ventricular (rv) lead was a case of an attempted implant due to helix issue. The standard turns were 10 to 5 turns, however, a tissue stuck in the helix with a repositioning attempt. This rv lead was replaced with the same model, never in service and will be returned. No adverse patient effects were reported.